Manufacturer narrative:
(B)(4). 510(k): k131206. Event is still under investigation at this time.

Event description:
Vagina balloon was good when injected with 20ml of saline, but after continuing to inject 10ml of saline the balloon ruptured and leaked. Updated information from the rep 28june2016: the balloon ruptured circumferentially while within the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, drawings, device history record, instructions for use (IFU) was conducted during the investigation. A physical investigation was done on the returned complaint device. A visual examination noted the balloon to have a circumference split. It is feasible to suggest the balloon was over inflated initially. The device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. A review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. Based on the information provided, the actual root cause is unknown and so no conclusion can be drawn. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.